Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The microswitch was cleaned, resolving the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the bag-to-ventilator switch functioned intermittently. There was no report of patient involvement.